Event description:
I developed intra-abdominal sepsis of davol (aka: bard) dual kugel mesh approximately 7 years after initial placement for incisional hernia repair. Confirmed infection of mesh via CT scan at hospital on (B)(6) 2017. I was admitted to hospital and received IV antibiotics for 11 days. After 11 days infection was under control but not completely gone. Confirmation via CT enterology on (B)(6) 2017 that sepsis was focused in intra-abdominal cavity where davol (aka: bard) dual kugel mesh was installed. No fistulas, adhesions, or perforations were found traversing between the bowel and the intra-abdominal cavity. Per subsequent consultations from infectious diseases, primary care, gi, and general surgeon I should go to a tertiary university hospital to have the abdominal mesh permanently removed. As of (B)(6) 2017 I still have an ongoing infection of my abdominal mesh. Pending final consultation with abdominal surgeon at (B)(6) on (B)(6) 2017 to verify appropriate removal and recovery of mesh. Additionally, verifying surgeon /hospital will record video of surgical removal of the hernia mesh and store the medical device for further review.